Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, reporting source. The report condition of or-20 dr 2-1 requires maintenance was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported that the half height matrix drawer 2.1 was not locking. In hta the drawer open/close sensor was not registering position. The retractor band was pulling drawer in while opening. The fse replaced open/close sensor; while replacing sensor it was observed damage to retractor band, replaced retractor band. Drawer locked and unlocked normally after replacements. The report was closed. During dchu visual inspection: pn 118234-01: the pcba open/close sensor drawer pas3500 was received with a missing component. Pn 135438-01: the assy, harness, retractor band, hinged, pas was received with a cut, exposed copper strands and burn marks. During dchu testing: pn 118234-01: no further tests were required due to the missing component. Pn 135438-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as: a missing component (h1) on the pcba open/close sensor drawer pas3500 which compromised the sensor functionality. A damaged assy, harness, retractor band, hinged, pas which had signs of exposed copper strands which led to the observed thermal damage which compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2-1 required maintenance. The customer stated that there was a delay in the dispensing of the medication. As per part investigation, it was determined that there was a missing component (h1) on the pcba open/close sensor drawer and damaged assy, harness, retractor band, hinged, pa which had signs of exposed copper strands which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height matrix drawer 2.1 was not locking because the drawer open/close sensor was not registering its position when checked in hardware test application. The retractor band was pulling the drawer in while opening, and field service engineer observed the damage to the retractor band. A field service engineer replaced the open/close sensor and the damaged retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer 2-1 required maintenance. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.